Manufacturer narrative:
(B)(4). It was reported the devices were used in a mildly calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, the suture of the first proglide device was successfully placed in a mildly calcified and mildly tortuous common femoral artery using the preclose technique. A cuff miss occurred with the next three proglide devices used. The suture of another proglide device was successfully placed using the preclose technique. The arteriotomy was 7f and the sheath was upsized to 18f for the evar procedure. When the evar procedure was completed the two successfully placed sutures achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported needle to cuff miss is confirmed. In addition, one of the posterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported experience appears to be related to the patient anatomical condition as calcification likely contributed. The additional proglide device used in an attempt to achieve hemostasis appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.